Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01884. The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2011 for bilateral arms, shoulders and neck pain. It was reported that the pt felt ineffective stimulation coverage despite reprogramming efforts. The pt allegedly feels stimulation only in the left arm. She also stated that the ipg is implanted too high and is painful when she wears pants. The physician revised the lead and ipg pocket site locations on (B)(6) 2011. The pt reported effective stimulation coverage postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.